Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and a preliminary evaluation was performed. The technical evaluation confirmed the reported self-test failure. The investigation identified the root cause of this system fault to be a defective pneumatic block. To resolve this issue, the device software was upgraded and the pneumatic block component was replaced. Resmed risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).